Event description:
It was reported that (1) ecs29 was used during a "lar" procedure. It was reported by the rep that the resident was operating ecs29. With stapler inserted transanelly, the resident proceded to turn the knob counter clockwise until anvil was fully extended. Before hooking up the anvil he took off the safety and fired the device. The resident replaced the safety and continued hooking up the anvil, drawing and fired the instrument. The resident replaced the safety and continued hooking up the anvil, drawing down to the firing range and firing again. This resulted in no varying degrees of staple formation and no anastomosis. The surgeon was upset the device was able to be fired prematurely without being in the firing zone and connected to the anvil. The surgeon finished case with suture and the pt needed a colostomy.